Event description:
This spontaneous case was received on (B)(6) 2014 from a physician and concerns a (B)(6)female patient. The patient's medical history and concomitant medications were not reported. Past medication: juvederm. On (B)(6) 2014, the patient received restylane l in the form of hyaluronic acid and lidocaine injection, 0.7 ml on the right nasolabial fold and marionette lines and 0.5 ml on the left nasolabial fold and marionette lines for lines and wrinkles. The batch number used was not reported. On (B)(6) 2014, the patient developed inflammation, edema and erythema on the right side where restylane l was injected. The patient was started on one medrol dose pack and a course of keflex for treatment of the event. Soon after completing the medrol dose pack, the patient developed the same event on the same area. The reporter extracted pus via needle from the area and started the patient on the second course of medrol dose pack while continuing the course of keflex. After completing the second medrol dose pack, the patient developed the same event on the same area. The patient was started on the third course of medrol dose pack and a course of amoxicillin. After completing the third medrol dose pack, the patient developed the same event on the left side where restylane l was injected. On (B)(6) 2014, the reporter concluded that the event was not due to an infection, but due to restylane l. The reporter injected hyaluronidase on the area where restylane l was injected on both nasolabial folds and marionette lines. At the time of the report, the events were reported as resolved. Additional information has been requested.